Event description:
The customer reported that the system lost communication and that the monitors would beep and go blank. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The transformer was restrapped and the workstation wheel was replaced. No further info is available.